Event description:
Healthcare professional reported right side "implant exchange", "with no complaint against the device" for a non-(B)(6) device. Device has been explanted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".